Manufacturer narrative:
Device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the articulated arm was degraded due to wear and tear. The articulated arm was replaced. The internal complaint reference is the following: (B)(4).

Event description:
During preventative maintenance, it was reported that there was wear on the articulated arm which reduced stability. There was no patient involvement reported.